Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that they could never really tell if the device was helping with their bladder control; it wasn't working so they got a botox injection and saw a definite improvement, so they were going to get another injection. It was also reported that they feel stimulation in their vagina, but about 2 months ago they also started feeling stimulation sensation run down their leg several times a day. It was noted that they had no falls or trauma prior to feeling stim in the wrong location. The patient inquired about nerve damage and device removal, and it was recommended that they follow up with their healthcare provider about their next steps. No further patient complications are anticipated or expected as a result of this event.